Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, the patient underwent a port placement procedure using powerport isp MRI via the right internal jugular vein in the right chest wall. Post the procedure on (B)(6) 2026, during a maintenance procedure, it was noted that the blood could not be aspirated and observed swelling around the port insertion site. Further examination and imaging confirmed that the infusion port catheter had fractured. Additionally, a leak was noted. The port and catheter were removed, and a fracture of the catheter was indeed observed upon removal. The current status of the patient is good.